Manufacturer narrative:
The lead was returned to saluda for analysis. Visual inspection of the lead identified deformation at the contacts towards proximal end, along with cuts and slices in the lead body. The proximal contacts damage is likely due to incomplete insertion of the lead into the cls port, resulting in the set screw being tightened on the contacts rather than on the non-active band. The under insertion would result in poor connection causing the disconnected electrodes referenced in the reported event. The device failed functional testing with an intermittent disconnected electrode observed. Impedance logs were reviewed which confirmed the reported disconnected electrodes.

Event description:
When performing the evoke spinal cord stimulation (scs) system device check before magnetic resonance imaging (MRI), disconnected electrodes were identified on one (1) lead. The evoke scs system was explanted to resolve the reported event.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.